Manufacturer narrative:
Patient identifier not available from the site. Manufacturing date was unavailable at the time of filing. The probe was returned to the manufacturer for analysis. Functional testing confirmed that the tip was bent.

Event description:
Medtronic received information regarding a navigation device being used for an ortho procedure. It was reported that the thoracic probe was bent/damaged against the old and hard bone of the patient. There was no impact to patient. There was no reported delay to the procedure due to this issue.